Event description:
The customer reported that the insulin amounts delivered from their insulin pump were not correct. The customer experienced low blood glucose values of 48 mg/dl. After manual treatment the customer's blood glucose levels stabilized. Customer's blood glucose level at the time of the call was reported at 76 mg/dl. The customer was walked through trouble shooting and was told to contact the helpline if any problems persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.